Event description:
It was reported that the attached needle bent and separated from the bd luer-lok¿ syringe during use, after drawing up medication. This caused the medicine to leak out before the shot could be administered. The medication was being used for a pregnancy, and the full dose was not received as a result of the leakage. The following information was provided by the initial reporter: "spouse stated, he was able to draw the medication, but it started to leak before he could administer the shot stated, the medication is for his wife's pregnancy stated, a piece of the syringe snapped off? Stated, was not able to use medication that was drawn up and as a result, he had to pay out of pocket for more medication for his wife." "Product number 309580. He stated he administers the medication to his wife, and in this particular incident, he stated the needle bent and got separated from the plunger resulting in the medication leaking out and his wife not getting the full amount she needed. Lot number is unknown and the date of event he provided is 12/19/19."

Manufacturer narrative:
H.6. Investigation: one loose 3ml syringe and one loose, shielded needle were received and evaluated. It was observed there was yellow liquid droplets inside the syringe and needle assembly and no visual defects were present. The cannula appeared to be securely attached to the hub and no deformations were present on the collar of the syringe. The reported defect was not identified in the samples received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the attached needle bent and separated from the bd luer-lok¿ syringe during use, after drawing up medication. This caused the medicine to leak out before the shot could be administered. The medication was being used for a pregnancy, and the full dose was not received as a result of the leakage. The following information was provided by the initial reporter: "spouse stated, he was able to draw the medication, but it started to leak before he could administer the shot stated, the medication is for his wife's pregnancy. Stated, a piece of the syringe snapped off? Stated, was not able to use medication that was drawn up and as a result, he had to pay out of pocket for more medication for his wife." "Product number 309580. He stated he administers the medication to his wife, and in this particular incident, he stated the needle bent and got separated from the plunger resulting in the medication leaking out and his wife not getting the full amount she needed. Lot number is unknown and the date of event he provided is (B)(6) 2019."